Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is having fio2 issues. The o2 (oxygen) sensor switch on and turned on the ventilator the screen is grey and it is stuck. As of this time there is no information about patient involvement associate with this reported event.